Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the pump powered up to a blank display screen with audible and vibratory alerts and the issue was not resolved with battery change. Patient stated that there was no trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 02/21/2014 with the following findings: visual inspection of the pump found no cosmetic damages. On investigation, the pump powered up to a blank display screen. Due to the blank display, the remaining performance evaluation was not completed. The pump casing was opened to further investigate and a damaged display connector wire was found. The display screen was replaced with a new test display screen which powered up to the verify screen. Unrelated to the display issue, it was observed that the battery compartment was cracked along the finger pad.